Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to having the bolus option programmed for grams of carbohydrates instead of units, the customer delivered a bolus of 3 units instead of the intended 3 grams of carbohydrates. Blood glucose level was 87 mg/dl, and the customer consumed 30 grams of carbohydrates to prevent an adverse event. Tandem technical support assisted the customer in successfully adjusting the bolus option to the accurate settings.